Event description:
It was reported that all system exhibited noise signals. Before, the device procedure replacement, it was also noted noise on the leads. Subsequently, all system was explanted, and a new system was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).